Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the lower right slide of the tube clamp does not work. The perfusionist was using 1/4 inch tubing for this pump and had no problem removing the tubing. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) confirmed the reported issue. The biomed examined the tubing and says it works worse and hears something rattling around inside.